Manufacturer narrative:
An x-ray was performed and no anomalies were noted. Additionally, impedance measurements were taken a couple days after the out of range measurements were observed with acceptable measurements obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements one day post implant. All other lead diagnostics were stable and there was no evidence of noise. Boston scientific technical services (ts) discussed considering an x-ray of the pocket area to assess the lead to device connection. No adverse patient effects were reported.